Event description:
Reportedly, on (B)(6) 2012, the device was interrogated in its box. A warning message was displayed to the user stating that current p wave measurements were low. Upon device re-interrogation, warning messages were displayed related to three device re-initializations since the beginning of life. The device was reset; reportedly, the magnet rate was at 91 min-1. The device was implanted and same warning messages remained displayed upon device interrogation. An explantation is required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.